Manufacturer narrative:
Calibration and controls were acceptable. A general reagent problem could be excluded. Investigations of the patient sample determined low concentrations of both total psa and free psa, with similar values. There was good recovery of both total psa and free psa when the sample was treated with a heterophilic antibody blocking tube and during spiking experiments with the sample. No obvious interfering substance or factor could be confirmed in the patient's sample. The investigation did not identify a product issue.

Manufacturer narrative:
The patient had no history of surgery or related prostate disease. The patient did not present with any related clinical symptoms.

Event description:
The initial reporter stated they received questionable results for one patient sample tested with elecsys total psa and elecsys free psa on two cobas e 801 analytical unit analyzers. The free psa value was larger than the total psa value. This medwatch will apply to the total psa assay. Please refer to the medwatch with a1. Patient identifier (B)(6) for information related to the free psa assay. The sample was tested three times on the first e801 analyzer, resulting in the following values: total psa = 0.172 ng/ml, 0.172 ng/ml, and 0.174 ng/ml, free psa = 0.203 ng/ml, 0.211 ng/ml, and 0.195 ng/ml. The sample was tested on the second e801 analyzer, resulting in the following values: total psa = 0.185 ng/ml, free psa = 0.191 ng/ml.

Manufacturer narrative:
A serial number of (B)(6) was provided for one of the e801 analyzers. It is not known which of the two e801 analyzers this serial number applies to. The serial number of the other e801 analyzer was requested, but not provided. A sample from the patient was provided for investigation. The investigation is ongoing.